Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, approximately 18 months postop the initial tibial implants, the patient had a revision. The device will be returned for analysis.

Manufacturer narrative:
After further review of additional information received the following sections d9, g3, g6, h2, h3 and h6 have been updated accordingly. (H3) the revision reported was likely the result of prosthesis damage due to oxidation induced embrittlement and rotational mismatch between the femoral and tibial components which resulted in material loss and subsequent fracture of the tibial insert spine. The oxidation of the polyethylene was likely the result of being packaged in a non-conforming vacuum bag for more than five years. The most probable root cause associated with the reported event of "prosthesis fracture¿ is associated with a partial or full-thickness crack in the device materials, either during implantation or sometime after. Do not use if broken device is a screw.

Manufacturer narrative:
After further review of additional information received the following sections a3, b5, g3 g6, h2, h3 and h6 have been updated accordingly. Section b5: additional information received indicates that patient felt pain in her knee and also felt dislocated. The doctor requested for resonance and verified that the femoral and tibial part were well aligned, found that the plate was in trouble. When the doctor removed the plate from the patient found that there was a breakage of the pin and wear. Patient was last known to be in stable condition following the event. Additional information, including the product investigation, will be submitted within 30 days of receipt